Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 405 mg/dl. Customer thinks that she may have an infection. During troubleshooting, time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.